Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and subsequent diagnosis of peritonitis. There is a possible causal relationship between the peritonitis event and a cassette leak that the patient experienced during treatment prior to the diagnosis. The cassette was not retained for evaluation. Streptococcus oralis and mitis are part of the normal oral mucosa indicating that there was a breach in aseptic technique, possibly caused by the cassette leak. It is unknown if the patient followed proper aseptic technique during set-up of the treatment. There is no reported issue with the liberty select cycler in relation to the peritonitis event. Based on the available information, the cycler set cannot be excluded as causing the patient event of peritonitis.

Event description:
A nurse for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. Upon follow up, the peritoneal dialysis nurse (pdrn) reported that the patient presented to the clinic on (B)(6) 2019 with complaints of abdominal pain and cloudy effluent. The pd effluent culture was positive for streptococcus mitis and streptococcus oralis with a white cell count of 17,450 (unknown units). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g and ip ceftazidime 1g (frequency and duration unknown). Additionally, the patient was prescribed oral (po) levaquin (dose, frequency and duration unknown). The patient was not hospitalized for this event. The pdrn the cause of the peritonitis was a cassette leak. The patient contact confirmed the leak occurred at the end of treatment on (B)(6) 2019 after having reported a balloon valve leak alarm earlier in the treatment. The patient is currently recovering as they have their cell counts drawn. The patient has been continuing pd therapy through continuous ambulatory peritoneal dialysis (capd).